Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a sudden change in placement signal (ps) / left ventricle (lv) signal with suction / ps low alarms with their impella 5.5. Impella was at p8 with flows of 4.7l/min earlier in the night. The patient was weaned to p4 (care team unsure if this is when the ps changed). Ps was then reading 45/6, and lv reading 39/-57. The medical provider had confirmed appropriate placement. Volume had been given without resolution in the waveforms/alarms. The patient had remained hemodynamically stable through the waveform changes with a cuff pressure of 92/72. No patient harm has been reported.